Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump. Technical support arranged shipment of replacement pump with updated software.